Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the angulation lock broke off due to physical stress that was applied to the right/left (r/l) angulation control lock during user handling. The event can be prevented by following the instructions for use (IFU) which state: "IFU cf-hq190l/I operation manual important information ¿ please read before use_ warnings and cautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the scope had a missing knob cover. There was a cut on switch 1 and leaking at the base of switch 5. It was also noted that there was play on the control knob and a chip on the distal end plastic cover. The bending section rubber glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope locking knob broke off from the control section. Upon inspection and testing of the returned device, it was noted that the angle knob was not able to move due to the moving part in the in body control unit being clogged with foreign substances. It was also noted that the connection part of the bending section had become detached. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.